Manufacturer narrative:
The reagent lot number was not provided. The field service engineer inspected the analyzer and found the sipper probe bent. He replaced this part and performed successful calibrations and qcs using a new reagent pack. The investigation determined that a component failure (sipper probe) caused the event. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter received a questionable tacrolimus result from one patient sample tested on the cobas e 411 analyzer (rack system). The initial result was 4.9 ng/ml. The repeat result was 15.8 ng/ml. The doctor questioned the initial result, prompting the rerun.